Event description:
A malfunction with code malf 15 was reported, and it was found to be non-resettable as it recurred after the pump was reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was provided with instructions to reset the pump, and upon the recurring issue, it was decided to replace the pump. Meanwhile, the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was also instructed on how to put the pump into storage mode and return it using a pre-paid label within ten days.